Event description:
The customer reported non-reproducible, erroneously elevated troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for multiple patients, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. The erroneous results were released out of the laboratory and questioned by the emergency room (ER) staff as resampling of the same patients produced negative results several hours after. The laboratory has a protocol to reanalyze any troponin I results greater than 0.19 ng/ml. It is unknown if patient consequence was involved. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment associated with this event. The customer-supplied data indicates all three levels of quality control (qc) were within specification at the time of the event. The customer-supplied data indicates all three levels of quality control (qc) were within specification at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer assessed the instrument onsite and did not observe any evidence of a system malfunction. The fse reported system checks, high sensitivity system checks, and quality control (qc) were within specifications. The fse proactively performed a scheduled modification and replaced the pipettor tips. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. A definitive cause of the incident is unknown.